Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the unspecified bd conventional insulin syringe and needle broke off during use. The consumer did not state whether medical intervention was needed.

Manufacturer narrative:
Results: severity: s 2; occurrence: a complaint history check was performed and this is the 2nd related complaint reported for the defect/condition on lot number 4346021. No samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
It was reported that the unspecified bd ultra-fine¿ insulin pen needle broke off during use. The consumer did not state whether medical intervention was needed. Concomitant medical products: unspecified bd insulin syringe and needle, medical device type: fmi, common device name: hypodermic single lumen needle, manufacutring location: dun laoghaire, catalog number: 320122, lot#: 4346021, UDI: (B)(4). (B)(6). PMA/ 510(k)#: k162516.

Event description:
It was reported that the unspecified bd ultra-fine¿ insulin pen needle broke off during use. The consumer did not state whether medical intervention was needed.